Manufacturer narrative:
The tube is unavailable at this time for failure investigation. No analysis or conclusions can be drawn without the device. The history record for the lot number provided will be reviewed. If the sample becomes available and is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the tracheostomy tube was placed in the patient on (B)(6) 2011, the patient was experiencing severe respiratory distress. The anesthesia department responded and placed an endotracheal tube in the patient and used a bronchoscope to assess the situation. During this procedure the patient coded and was revived. The bronchoscope showed that there was a tear on the posterior portion of the trachea and that the skin from the tear was acting as a one-way valve. The endotracheal tube was removed and another 8dct was placed in the patient. The caller stated that the patient is stable and no further incidents.